Event description:
Reporter indicated that the generator settings changed without explantion. During the previous office visit (2007), the last communication event was an interrogation which showed the generator at the desired settings. At the next office visit (2007), the physician indicated that the patient was at different settings with no explanation.

Manufacturer narrative:
Device failure is suspected did not cause or contribute to a death or serious injury.